Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Device air detector is not responding. There is unknown patient involvement.

Manufacturer narrative:
H4 - device mfg date: correction. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device air detector. Additionally, the downstream and upstream occlusion seals were observed to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector, dso and uso seals were replaced, and the device passed all testing.